Event description:
Pt care giver was pulling up a siderail of a stryker patient stretcher, model # 1501, and pinched off the end of finger between the top siderail hinge point. Examination revealed that the plastic guard protecting this pinch point was broken off creating a space where the finger rested and the tip subsequently severed.